Manufacturer narrative:
(B)(4). Date sent: 08/22/2016. (B)(4). The device was returned with the upper jaw detached returned. In addition, the I-blade upper tip was damage. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure the jaws fell off inside of the patient. All pieces were retrieved. The procedure was completed using a like device. There were no patient consequences.